Event description:
On (B)(6) 2013, the physician reported that when he checked the patient's vns battery on (B)(6) 2013 he found that the output current was set to 0 ma. The patient went to the hospital for some radiological work up. It is possible that the patient's device was disabled for this visit; however, the physician stated that the patient did not get an MRI taken, so it should not have been disabled. Review of the vns programming history only included programming history up to 2012, so it is unknown if the device was programmed off or if a faulted diagnostic test occurred. Attempts are being made for additional programming history and information.

Manufacturer narrative:
.